Event description:
A physician reported that the plunger thumb flange on a 20-cc syringe broke while applying pressure to inject contrast media and his hand was cut on the broken plastic. Reportedly, "this action takes higher pressure than other fluids." The user did not provide additional event specific info during follow-up communications with regards to the injury or whether any treatment was required beyond first aid, but stated that similar breakage has occurred previously while injecting contrast media.

Manufacturer narrative:
Conclusions - is based upon user facility info and sample eval; and is based upon testing of reserve samples. The investigation was based on evaluation of user facility info, the involved device, quality records and reserve samples. Visual inspection of the involved device confirmed the reported broken flange. Evaluation of samples from the reported lot, the previous and subsequent lots did not reveal any abnormalities. A review of the device history records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause for the reported breakage cannot be definitively determined based upon the available info, there is no indication that the event was related to a pre-existing device defect. The viscosity of the fluid and the speed of injection may have contributed to the event. All available info has been placed on file in quality assurance for appropriate tracking, trending, and follow-up.